Event description:
It was reported that the bur broke and remained in the attachment. No adverse consequences were reported.

Manufacturer narrative:
There were three items associated with this complaint. Lot no. Details were not provided. It was visually confirmed that the broken piece of a bur remained inside the shaft of the attachment. It was not possible to determine the definitive root cause for the alleged breakage.